Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The xience pro x is currently not commercially available in the us.

Event description:
It was reported that during device unpackaging and prior to use, the 3.5 x 33 mm xience prox stent delivery system (sds) shaft was noted to be separated into two pieces. There was no patient involvement. The device was not used. A second xience prox sds was used successfully to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.